Event description:
The patient's spouse reported that a few weeks after device implant, the patient fell resulting in a broken hip. After hip surgery, the patient developed a rash all over the body. Follow-up with the physician's office indicated that the patient had not been seen since implant. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.